Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the g5 mobile application alerted that the sensor was back in warm up when the patient did not change anything on the application or sensor. No additional patient or event information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.